Event description:
Philips received a complaint from the customer on the v60 indicating that the unit would not power on during set up and alarmed continuously with black screen. No parameters were visible and could not turn off, unit was left alarming until it stopped. The customer does not need the unit repaired now but is calling to notify philips that the unit is pending for a 35v repair. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the event is documented on the case number and to call back if immediate repair is needed or a field service engineer will contact soon to schedule service when available. The customer acknowledged and will keep the unit out of service and no other issues were noted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16773.